Event description:
It was reported that this device triggered safety mode during a routine follow up. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that this device triggered safety mode during a routine follow up. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered safety mode during a routine follow up. Subsequently, the device was explanted. The device will not be returned despite efforts to obtain this information. Should additional information become available this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide an update to the describe event/problem field.